Event description:
The customer stated that they have been having ongoing issues with their ise tests on the cobas 8000 ise module. They received an erroneous result for one patient sample tested for ise indirect na for gen.2. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 147 mmol/l, which repeated as 139 mmol/l. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The field service engineer determined that there was a possible salt bridge on the analyzer. He removed the electrode block assembly and cleaned all crystals from the area. He performed mechanism checks. The customer ran controls on the analyzer. The engineer later replaced the ise block and ise degasser. He verified that analyzer operation was within specifications. The customer ran controls on the analyzer. The investigation has determined that the service actions resolved the issue.